Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on a thoraco lobectomy procedure, after the firing, the surgeon noted the staples were fired to the tissue completely and no conspicuous bleeding was found. But, after the surgery the staples burst open and bleeding occurred, re-operation was made. The operation was completed without a problem, and when the body position was changed and the tube was removed from the body, hematemesis occurred. Cardiac surgeon etc. Also joined the urgent reoperation and the patient¿s life was saved. However, the patient did not come back to consciousness after the operation. Bleeding point was at the vein. It was close to the cardiac sac, and there was space for one finger. The stapling working space was ensured and then firing was performed. After the firing, the staples were stuck to the tissue and no conspicuous bleeding was found. The thickness of the blood vessel was normal. The sales rep checked the specimen photograph and when the vein staple in question was pulled in a direction to slightly diverge, it was opened easily than usual. In order to investigate the cause, it was necessary to check the state of the staple side. There was tissue damage. The procedure was converted to an open procedure. More than 500 cc of bleeding occurred as a result of the issue. The patient had received blood transfusion as a result of the issue.